Manufacturer narrative:
No button error alarm noted during testing. However, the insulin pump had intermittent button response due to moisture damage on keypad traces. The device also had cracked case at display window corners, battery tube threads, and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose levels were not included in the report. Nothing further reported.